Event description:
During the procedure, the alarm sounded and the device was removed. Observation of the device revealed that the top jaw of the device had broken off. It was unknown exactly when the jaw had broken off. Physician searched patient's abdomen and could not locate fragment. Two x-rays were taken and fragment was not seen.